Manufacturer narrative:
The balloon catheter afapro28 with lot number 56896 and data files were returned and analyzed. Review of the data files showed the system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the date of the event. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injections. The catheter failed the performance test due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ dissection and pressure testing showed a guide wire lumen kink and breach 0.75 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.